Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized. The physician was attempting to advance a taxus express2 8.8% 3.50 x 28 mm drug eluting stent across a lesion in the severely tortuous vessel. The reference vessel diameter was 2.75 mm. The lesion was predilated with a maverick2 2.5 mm balloon. The physician was not satisfied with the position and attempted to retrieve the undeployed stent still on the delivery system. When he was withdrawing the stent delivery device, the taxus express2 drug eluting stent dislodged from the catheter and floated down to the femoral artery. The physician retrieved the stent with a snare. No additional info is available at this time.